Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous catheter flush was administered during the procedure. There may have been some resistance in the distal end of the catheter but no other details were known. The cause of the pipeline failure to open was unknown. It was clarified that one side of the pipeline stent was unraveled, while the other side showed incomplete deployment (collapsed).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline resistance with the phenom microcatheter and failure to open. The patient was undergoing surgery for treatment of a saccular, unruptured, right internal carotid artery (ica) aneurysm around c2-c3 segment. It had a max diameter of approximately 6 mm and a neck size of approximately 3.5 mm neck diameter. The vessel diameter at landing zone was approximately 3.45 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was performed. The angiographic result post procedure was as follows: "after replacement with another product, the stent was implanted without issues; therefore, there were no abnormal findings." It was reported that when the subject pipeline was being deployed, significant resistance was encountered on the distal side. Upon I nspection, deformation of the distal end of the stent was observed. Resheathing was attempted; however, deployment could not be achieved. The event occurred at an early stage of deployment, and no specific causative maneuver could be identified. After retrieval of the affected product and replacement with another pipeline, the procedure was completed without issues at the same deployment location. There were no malfunctions with the concomitant devices. (The concomitant catheter was mistakenly discarded within the hospital.) There was deployment failure of the distal portion of the stent. There was no patient health impact. After the malfunction, the product was replaced with another product and the procedure was completed successfully. Only the affected product is planned to be collected from the hospital and returned. The on-site support was provided. The product was not used in an infected patient. The pipeline was within the labeled indication (not off-label use). The device preparation was performed in accordance with the instructions for use (IFU). The pipeline was not positioned in a tortuous vessel segment and more than 50% of the pipeline had been deployed when deployment failure occurred. The pipeline was resheathed two times or fewer. There were no additional maneuvers or devices used t o deploy the stent. The pipeline was resheathed and retrieved together with the microcatheter, and removed from the patient's body.